Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. Customer consumed glucose tablets to address bg. The customer alleged the pump's control iq software was not functioning as intended, however, tandem technical support was unable to confirm this allegation. Reportedly, the customer continued to use the pump for insulin delivery.